Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the universal surgical manipulator (usm1) was making a squeaking noise while it was being moved by the customer. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed squeak on universal surgical manipulator (usm1) carriage rail while moving the carriage on usm1 and replaced it to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported issue was not confirmed or replicated. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was not confirmed based on failure analysis. Failure analysis concluded that no root cause could be attributed to this issue.